Event description:
A copy of a journal article was received by rep which reported a patient underwent emergency surgery to replace a bjork-shiley tilting disc mitral prosthesis that failed due to the escape of the disc-occluder from the valve. According to the author, the valve was replaced, but the escaped disc remained lodged in the thoracic aorta without any complication for 13 years. Ultimately, the patient died of terminal heart failure.

Manufacturer narrative:
This section was completed by the manufacturer. No medwatch report was received from the user facility. Literature citation: "long-term event-free survival with an embolised prosthetic journal of cardiothoracic surgery 2008, 34 devbhandari, m.; woo, e.; hooper, t.; authors.